Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture and elevated threshold measurements. A boston scientific sales representative performed in office manual threshold testing. It was overlooked that left ventricular automatic capture (lvac) threshold output had been programmed at a similar level. The representative stated that lvac threshold testing should have been performed; however, the lv output should appropriately adjust at the next daily measurement. The inappropriate programmed output was acknowledged by the caller. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.